Manufacturer narrative:
(B)(4) - explant of intraocular lens. Unexpected post operative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure from the patient''s left eye due to an unexpected post operative refraction. Original diopter was 26.5 and the replacement diopter was 28.5. Patient was reported to be doing fine. There was no injury/complications.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in three pieces. The lens condition is consistent with a lens that has been explanted. The condition of the iol does not allow performing a diopter verification. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(6) corresponded to a 26.5 d lens. All pertinent information available to the manufacturer has been submitted. Placeholder.